Event description:
It was reported that the balloon catheter was being used in conjunction with a liquid embolic in an embolization procedure to treat the left side area of the dural arteriovenous fistula. Reportedly, the balloon was correctly prepped according to IFU instructions, and after exhausting and pressurizing it outside the patient, used steam fumigation to seal the pores. When the balloon was tested with pressure outside the patient, it was found to slowly leak fluid. Reportedly, the physician continued to use the balloon and advanced in the patient. When pressure was applied inside the patient, it was observed that the development of the balloon faded within 2 minutes, which the physician speculated was caused by the leakage of contrast media in the balloon. After re-pressurization, the blocking effect was still lost within 2 minutes. The entire balloon was removed from the patient and the procedure was successfully completed after replacing another balloon of the same model. The patient was unharmed and in good condition.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Investigation conclusion: the physical device was not available for evaluation to investigate if a condition existed that would have contributed to event. Supplemental imaging was also unavailable for review; without imaging, the investigation cannot verify the event occurred as described, nor could the investigation further examine the cause of the reported event. This information may be updated if additional information is provided at a later date.